Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for one pt. A pt sample was tested for accu tni and a result of 3.49ng/ml was reported out of the lab. A 2nd sample from this pt gave a result of 0.03ng/ml when it was tested. The customer then re-tested the original sample and repeated result was 0.29ng/ml. Per customer, there was no death of injury to the pt. It is unknown if treatment was administered due to the results.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube with gel and was centrifuged in a stat spin centrifuge for 3 minutes. The samples are processed from the primary tube. Qc is run twice per 24 hour shift and was within range prior to and after the event. A system check performed in 2008 was within specification per field service engineer (fse). The fse was dispatched the same day: the fse performed a field diagnostic testing with good results. The instrument was verified to be running within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.